Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple high blood glucose (bg) occurrences (444, 481, and 505 mg/dl). The customer administered manual injections to address the bg levels. While contacting tandem technical support, the customer's blood glucose was elevated (401 mg/dl earlier in the day and 379 mg/dl at the time of reported issue) and had administered manual injections and bolus using the pump. The customer reported that the suspected cause of the high bg levels were unknown. Tandem technical support was not able to troubleshoot due to the customer had changed out the supplies prior to contacting.